Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant was not reported. Currently, the vessel morphology was reported as slightly ecstatic with disease progression and iliac limb dilatation. (16mm in diameter). A recent CT revealed a distal type endoleak (right). The physician elected to treat the patient with an extension limb and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. A review of returned films 1 year post-implant showed that the bifurcate is positioned just below the renal arteries; the ipsilateral limb is wrapped around the contra limb and the distal limb is currently positioned within the distal aaa sac with a distal type I endoleak. The diameter of the distal ipsilateral limb is 20mm. The right common iliac artery diameter is 14 - 16mm and very calcified. The left contralateral limb has approximately 1 stent ring engagement with the left common iliac; no endoleak is seen. The diameter of the distal contra limb is 18mm. The left common iliac artery diameter is 14mm and very calcified. Earlier post-implant images were not returned; however, it is likely that the distal type I endoleak was attributed to disease progression.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression). Known inherent risk of a procedure (endoleak).